Event description:
On (B)(6) 2012, the pt was implanted with a gore excluder aaa endoprosthesis to treat an abdominal aortic aneurysm. On (B)(6) 2012. An angiogram revealed a partially-compressed contralateral leg component in the right common iliac artery (cia). It was reported that the pt had notably tortuous anatomy, including a 270 degree turn in the right cia. The physician was concerned that the device might eventually occlude. On this day, he decided to implant two 10mm stents to preserve the patency of the device. The device remained patent, and the pt tolerated the procedure.

Manufacturer narrative:
Results ¿ a review of the mfg records for the device verified that the lot met all pre-release specifications.